Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported event of low transmitter battery error message on (B)(6) 2016 was confirmed by data. Also, the data evaluation confirmed a loss of connection on (B)(6) 216. A root cause could not be determined. Based on the findings of a transmitter failure this is now reportable.